Event description:
It has been reported to philips that there is no movement, and the system is down. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed a problem with the geometry pc. The fse replaced the geometry pc and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a planned /non-emergency treatment which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the device is down because there's no motion at all. A review of the system log file confirmed the malfunction of geo-pc. Upon functional testing, the fse confirmed an issue with geo-pc. To resolve the issue, the fse replaced the geo-pc. After replacement, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.